Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-mar-2023. H6: investigation summary customer returned one full packaging box of syringe 0.5ml 31ga 6mm 10 bags inside. It was reported by the consumer that syringes were expired and used. The returned box was visually examined and observed the expiry date as 2022-12. It was written on the top of the box with blue ink as "bought feb 8/2023". Hence, the alleged issue could be confirmed. A review of the device history record was completed for batch# 7325631. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to confirm the customer indicated issue. Root cause ¿ no quality notifications or dispatches pertained to the complaint; therefore, no root cause can be determined. H3 other text : see h10

Event description:
It was reported that the bd insulin syringes 1/2ml 6mm (15/64") 31g u-100 were expired when purchased and syringes were used. The following information was provided by the initial reporter: consumer reported pharmacy sold her expired syringes and she used them lot: 7325631. Catalog: 324920. Date of event: (B)(6) 2023, (when purchased).

Event description:
It was reported that the bd insulin syringes 1/2ml 6mm (15/64") 31g u-100 were expired when purchased and syringes were used. The following information was provided by the initial reporter: consumer reported pharmacy sold her expired syringes and she used them lot: 7325631; catalog: 324920; date of event: (B)(6) 2023, (when purchased).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.